Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unknown gender, age, and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the number zero displayed by a humapen memoir pen looked like the letter c. This humapen memoir is associated with product complaint (B)(4) / lot unknown. The operator and the operator's training status was unknown. The duration of device use was not provided. Use and return status of the pen was not provided.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.